Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, several s321 (motor error-pmc, left) malfunction alarm codes were noted in the device history. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.